Event description:
It was reported that the rx voyager broke at the transition point during advancement on to the non-abbott guide wire. The voyager did not go inside the patient. When the voyager was being removed from the non-abbott guide wire, it became stuck and broke again at the balloon. The site confirmed that the non-abbott guide wire was wiped down prior to loading of the voyager. Another voyager was used to complete the procedure on the same non-abbott guide wire. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 20 voyager; guide wire: whisper. Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted the balloon was separated from the outer member at the proximal balloon seal. The inner member was separated at the same area and 1 cm distal to the guide wire exit notch. The soft tip was separated at the distal seal. The soft tip was not returned. All of the separations were stretched and jagged, which suggests that the separations may be related to tensile overload (material stress/fatigue). The inner member and balloon were torn longitudinally at the proximal seal separation for a length of 5mm. There was a second longitudinal tear on the balloon only, 4 mm in length, starting at the distal end of the first rupture. There was a 0.10 square millimeter hole in the inner member and balloon in the middle of the balloon. There were several punctures in the inner member and balloon protruding from the inside on the inner member. The distal end of the inner member was collapsed, stretched, bunched, and had multiple holes for a length of 2 cm from the separation. The guide wire used during the procedure was not returned, which may have aided in the investigation. The inner diameter of the soft tip separation was measured and met manufacturing criteria. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is likely that as resistance was encountered during retraction of the catheter from the guide wire, excessive force was applied to the catheter, resulting in the damages noted. Additionally, the tearing of the balloon and inner member appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. However, the initial cause of the resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The noted damage to the catheter appears to be related to the operational context of the procedure; however, a conclusive cause for the resistance with the guide wire could not be determined. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all dilatation catheters are 100% visually inspected online for damage.